Event description:
Boston scientific received information that the physician identified high out of range impedance measurements on the right ventricular (rv) lead approximately two years ago. Prior to the revision procedure, the pacing impedance measurments were 700 ohms. The device indicated the measurements were greater than 2000 ohms for a year. Slight noise was noted on the pace/sense channel, but the noise was not oversensed. When the pocket was opened, it was noted the pace/sense connection was not fully inserted into the header. After the lead was re-connected to the device, all measurements were appropriate. As a result, the device and lead remain implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.